Event description:
Enduser wife advised orange light comes on when trying to go up an incline and causes chair not to move, enduser wife advised when driving on straight pavement chair works fine, no injury, enduser wife could not provide any further information...(B)(4).